Manufacturer narrative:
Na

Event description:
It was reported that the pt desaturated during transport while connected to the ventilator. It is unk if there was any harm to the pt. Basic check by a biomed tech revealed no problems with the ventilator.